Event description:
It was reported that the patient was experiencing palpitations and dizziness. A chest x-ray revealed that the right ventricular (rv) lead had pulled back. A lead dislodgement, loss of capture and high thresholds were noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.